Event description:
It was reported that a patient penetrated the scan window during a CT scan; sustaining a knee injury that exposed bone and was treated with staples.

Manufacturer narrative:
UDI : (B)(4). Legal manufacturer: (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The root cause was determined to be unintended user error, i.e. The patient was not kept sufficiently still during scanning; allowing the patient to deflect the mylar window; contacting the collimator during rotation. The user manual provides instructions on appropriate patient positioning.